Event description:
Excruciating pain on the right side of my lower abdomen. (B)(4). Update on (B)(6) 2014: this pain is off and on all of the time now. When it started it was acute for over two months. I went to my dr to urgent care and the hospital and had numerous tests run. Everything came back negative. I'm still in pain, although not acute any longer. I have never had pain like this before and I am certain it is related to the essure coil.

Event description:
(B)(4). This pain is off and on all of the time now. When it started it was acute for over two months. I went to my dr to urgent care and the hospital and had numerous tests run. Everything came back negative. I'm still in pain, although not acute any longer. I have never had pain like this before and I am certain it is related to the essure coil.